Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11. The devices were not returned for analysis. No images, radiographs, or patient information were provided. The hhe noted, there is evidence that a moderately higher risk of edge-loading and premature prosthesis wear is possible in a specific subset of patients with certain implant configurations and surgical implant positioning. A number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the increased trend in wear/osteolysis. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh could also have contributed to the increased trend in wear/osteolysis. Patients with increased risk tend to present with signs for prosthesis wear and subsequent particle-induced osteolysis within the first 5 years after the index arthroplasty and have the following characteristics: significant edge loading of the femoral head on the acetabular liner, patients implanted with a lateralized liner, patients in whom the largest available femoral head and/or thinnest available acetabular liner was used, and patients implanted with a component having a shelf age of greater than 2 years. Those patients having a combination of risk factors will have the highest risk for early wear and lysis. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors specified. However this cannot be confirmed with the information that was provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, b1, b5, d1, d4, d6a, e1, g2, g4, h4 should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
The patient presented for a follow-up examination. X-ray and CT scans showed slight decentering of the prosthetic head on the right side and minor osteolysis in the acetabulum, indicating premature inlay wear. This was addressed during an inlay replacement procedure, using a specially approved vitamin e-hardened inlay. The procedure involved verification. During the revision surgery, in addition to replacing the inlay, the integrity of the acetabular socket was assessed, the cysts in the acetabular bed were curetted and filled with hydroxylapatite + calcium (cerament bone void filler), and the prosthetic head was replaced.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient, who had a tha, underwent a revision procedure. No further details